Event description:
Patient spontaneously called to state that pump display asked for set up passcode and she is unable to back out of the screen or use the pump. New pump to be sent to patient. (B)(4). The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.